Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the deterioration of the electrical parts on the internal boards is believed to be the cause of the reported event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was unable to be confirmed. Error code e212 refers to the internal buffer write error. The internal buffer was accessible during testing, and performed as expected. However, a faulty dp board was discovered and was causing the image to freeze. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center presented with error code e212 during a procedure. There was no patient harm or consequence reported as a result of this event.